Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The caller reported that the lower corners of the touchscreen were not working. There was no patient involvement.

Manufacturer narrative:
Date of report: 26sep2018. Updated contact name. Date received by manufacturer: 6jun2018. Technical support recommended customer to replace rp-touch screen, v60. Touchscreen was replaced. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use.